Manufacturer narrative:
Correction: d4: serial no. Correction: this report is a duplicate of manufacturer report number 1314492-2024-02666. All information can be found under manufacturer report number 1314492-2024-02666. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no loading animation. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.